Event description:
Information received from the field notes <200 ohms atrial lead impedance and 3.0 v capture thresholds. The patient had recently been cardioverted and there were no historical measurements for comparison since the patient was new to the clinic. The patient is not pacemaker dependent and is rarely paced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received